Event description:
It was reported that the field representative called trying to program the device to magnetic resonance imaging (MRI) mode however, the device cannot be interrogated as it is saying device not found. The field representative has tried multiple programmers and attempts to interrogate however, still unsuccessful. Technical services recommended to try using a magnet to see if they can hear audible tones. The last check was one year ago. At this time, the device remains in service. No adverse patient effects were reported.